Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye noted a hole in the patient line extension. Functional testing including clear passage testing was performed with no issues noted. Leak testing was performed and failed due to a leak through hole in the patient line extension. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation of a returned patient extension set, it was that there was a punctured hole in the patient line extension tubing which resulted in leak. There was no patient injury or medical intervention associated with this event. No additional information is available.